Event description:
Initial calcium result of 18.5 mg/dl. Same sample repeated gave result of 9.5 mg/dl. The initial result was not reported. The field service representative determined there was a problem with the cell rinse mechanism. The instrument was repaired.